Event description:
It was reported that the device was showing system error. No patient injury was reported.

Manufacturer narrative:
Customer reported system failure. Top and bottom cases are in excellent condition. No visible contamination, and both seals were intact. Primary audible alarm post found in ehl. Unable to duplicate reported problem and cause was unknown. Replaced speaker as preventive measure. Powered up and performed self test and occlusion test.